Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 4.4, 7.7, and 6.2 mmol/l. Tests were done within 20 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.